Event description:
A 28 mm diameter x 16 mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm sizing and vessel morphology are unknown. It is reported that there were no complications during the implant of the stent graft device. Follow-up evaluations from unknown dates showed enlargement of thrombus on the proximal neck of the aneurysm. It is reported that the stent graft was explanted on 6/2001 secondary to migration, which was confirmed by follow-up CT scan of the stent graft. It is reported that there were no technical problems during the explant, "but at the moment the pt is still in the reanimation room." The explanted stent graft is pending receipt by medtronic ave for investigation and analysis.